Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device noted it was in safety mode post abdominal surgery. A magnet was applied to the device during the procedure. The patient has atrial fibrillation (af) and has good intrinsic conduction at a rate above the pacing rate. The device has not been replaced yet due to the patient having a gastrointestinal bleed unrelated to the device. No adverse patient effects were reported.